Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the common femoral artery (cfa). Both locks were opened at the beginning of the deployment of the supera peripheral self-expanding stent system (sess), and at the end of the procedure the stent looked elongating. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review could not be conducted because the part and lot number was not provided. It is possible that the stent was not fully deployed before an attempt was made to remove the device resulting in the reported stretched stent; however this cannot be confirmed. The investigation determined a conclusive cause for the reported stretched stent cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling.